Manufacturer narrative:
Product investigation summary: the following devices were received: 3.5mm va locking screw (part 02.127.138 / lot unknown) - quantity: 2. The returned implants are both broken into two (2) pieces. The heads of both screws have broken off at the shafts. Aside from cosmetic scratches to the rose coloring, the stardrive recess is undamaged. The threads on the shaft are slightly gouged in one location proximal to the head. The exact cause for the screw breakage cannot be determined, but it is likely that the screw was weakened from the time that it was implanted and excessive force that was required to remove. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in technique guides. The design is adequate for its intended use when used and maintained as recommended; it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report will address the intraoperative events that occurred during the revision procedure. The pain that prompted the revision procedure will be captured in and reported under (B)(4). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age not provided by reporter. This report is for unknown screw locking/unknown lot number. Implant date unknown. Date returned to manufacturer. 510k unknown subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a total hardware removal of plate and screws was performed on (B)(6) 2015 due to patient pain. It is unknown if x-rays were taken pre-operatively. While the two variable angle locking screws were being removed, the screws broke intra-operatively upon removal. The plate was intact and remained integral at time of removal. The plate was noted as a 2.7mm/3.5mm variable angle lcp medial distal fibula plate. There was no surgical delay, no fragments or additional intervention required. Procedure completed successfully and all hardware was removed. This report is 1 of 1 for (B)(4).